Manufacturer narrative:
Section b5: corrected event description. Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms was confirmed via log file analysis; however, damage to the white power cord was unable to be confirmed. A review of the log files contained data spanning approximately 6 days (9nov22 ¿ 14nov22 per timestamp). On (B)(6) 2022 from 23:10:53 ¿ 23:11:50, on (B)(6) 2022 at 20:02:50, on (B)(6) 2022 from 19:14:07 ¿ 19:16:14, on (B)(6) 2022 at 18:30:45, and on (B)(6) 2022 from 19:33:54 ¿ 19:36:07, while connected to batteries, intermittent low voltage advisory alarms activated due to the voltage on the black power cable fluctuating outside the expected voltage range. The alarms were not associated with routine battery depletion or power source exchanges and resolved shortly after activating. There were no other notable alarms active in the log file. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. Per the provided information, the controller was exchanged due to the observed damage on the white power cable. Additionally, the batteries and clips were in good condition. No photos were provided. Multiple attempts were made to obtain additional information from the customer regarding if the alarms resolved and if product is returning; however, no additional information was provided. A root cause of the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarms. Heartmate 3 instructions for use, rev. C, section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's system controller was exchanged due to mild damage to the white power cord. Additionally, it was noted that the patient was experiencing frequent low voltage alarms. The patient's batteries and battery clips were reported to be in good condition and the low voltage alarms could not be replicated in clinic. Log file analysis revealed odd low-power advisories. These appear to be occurring only on the black controller lead. The patient was asymptomatic.

Manufacturer narrative:
Medwatch number (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Event description:
Voluntary medwatch received that stated that the patient's system controller was exchanged due to mild thermal damage to the white power cord. There was also damage to the bilateral bend relief portion of the battery connection cables.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had frequent low voltage alarms due to mild damage to the white power cord. The controller was exchanged. Of note, the patient's battery and clips were in good condition. The customer was unable to replicate the alarms in the clinic. A review of the log files revealed odd low-power advisories. They appear to be occurring only on the black controller lead. The patient was asymptomatic.